Manufacturer narrative:
Additional instructions for use will be placed on the dispenser box. Instructions will remind surgeon's that improper surgical technique or needle selection may result in needle breakage. Instruction is also given on what size needle holder to use, and where to clamp the needle in order to minimize the potential or breakage. Specific instruction is given to not clamp holder directly on the eye of the needle or grasp the point. The device was not returned for evaluation.

Event description:
Needle broke during surgical procedure.